Event description:
The facility's coordinator reported a fail code 808:02. The coordinator stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.